Event description:
A summons and complaint, received by skytron on 04/16/2008, purports to describe an incident wherein a skytron elite 6001 or table broke and a pt awaiting an epidural fell down onto his knees. According to the complaint, an employee of the hosp heard the commotion and entered the room stating, "you know that table was broke! You have to prop it up with the other table." Following this event, another employee of the hosp brought the smaller table over and allegedly propped up the skytron elite 6001 or table with it and instructed the pt to again lie prone on it. Then the lumbar epidural was completed. The pt claims he began to experience cervical and mid back pain with right upper extremity pain following the incident.

Manufacturer narrative:
According to the plaintiffs' lawyer, the hospital's rep(s) have admitted that the table at issue was "broken" prior to admin of the lumbar epidural steroid procedure. The hosp staff proceeded with the procedure anyway by "propping up" the table with another surgical table of unk MFR. Skytron has no other info concerning the incident. The hosp has not released the serial number of the 6001 table alleged to be at issue, and, therefore, skytron is unable to track the table to determine if it was sold as a refurbished item. Skytron has not been provided access to evaluate svc or other preventative maintenance records from the hosp concerning the table alleged to be at issue. Skytron will update FDA if add'l info comes to light.